Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that seal subassembly was in the loader and inside the delivery tube and the plunger was depressed. Depressing the plunger is part of the process of seal deployment into the aorta and not during seal loading. The seal could not possibly be loaded into the delivery tube after the plunger had been depressed. Based upon these findings, the complaint that the seal failed to load is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).